Manufacturer narrative:
Concomitant medical products: 5068-58, lead, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced worsening of their pre-existing symptoms of shortness of breath, lethargy and dizziness since their new implantable pulse generator (ipg) implant. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) and the right ventricular (rv) lead exhibited undersensing. The ipg remains in use. The leads were reprogrammed and remain in use. A holter monitor is planned to be implanted in future. No further patient complications have been reported as a result of this event.